Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were received for evaluation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no similar other events for the reported lot. The exact cause of the event could not be determined due to a lack of provided information. Further information such as device details, pre- and post-operative x-rays , primary operative report and follow up notes are needed to complete the investigation for determining root cause. If further information becomes available and/ or if the product is returned, this investigation will be re-opened.

Event description:
It was reported during a recommended post op exercise, dislocated right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported during a recommended post op exercise, dislocated right hip.